Event description:
Initial report: this spontaneous case report from poland was received from a consumer on (B)(6) 2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case involves a female patient who received poly-l-lactic acid (sculptra) on an unspecified date. No additional treatment details were mentioned. Relevant medical history and concomitant medication information were not mentioned. On an unknown date, the patient developed a granuloma on her cheek. The physician injected the lesion with steroids (nos). Action taken/outcome - unknown. A ptc (pharmaceutical technical complaint) was initiated: (B)(4) . Physician's causality assessment: not provided.